Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimula tor for spinal pain. It was reported that for ¿around 2 months¿ the patient had been having stinging, sharp pain around the implantable neurostimulator (ins) pocket. Additional information noted that the event date was around (B)(6) 2017. The consumer denied any motor vehicle accident, falls, or accident in or around the time that the pain started. The scs was interrogated on the day of the report and the device was functioning normally. The patient was receiving adequate pain relief from the scs system. The hcp evaluated the patient and reproduced the pain by palpating the ins pocket. It was noted that there was no sign of swelling or infection in or around the ins pocket. The hcp found the ins site right below belt like and that clothing was more like the culprit of the irritation. The hcp felt that for now they would administer a lidocaine injection around the pocket to treat the pain. A possible pocket revision was noted if the injection did not produce long-term improvement. It was unknown if the issue resolved with the injection. Patient weight and medical history was asked but would not be made available. No further complications were reported. Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator (ins) was removed and placed in a different spot on (B)(6) 2018. The patient stated the ins was burning them bad and the patient's clothes were rubbing where the ins was at. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.